Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed a feedthru anomaly. There was shorting across the insulator. (B)(4).

Event description:
It was reported that the patient was in a nursing facility. The nurses there heard a beep from the patient¿s pump at 4am on (B)(6) 2013. The patient was showing signs of withdrawal/underdose symptoms. The patient had increased spasms in his upper extremities and itching. The patient wasn¿t due for a pump replacement. The low reservoir alarm date wasn¿t until (B)(6) 2013. The patient was scheduled to come in on (B)(6) 2013 for a pump refill; the last pump refill was in (B)(6). They had the patient come into the clinic (B)(6) 2013. The pump was interrogated and it was noted that the pump was in safe mode and a reset had occurred. The logs showed multiple ¿reset occurred - low battery¿ and ¿safe state¿ messages in the logs. The pump was delivering gablofen. It was later reported that the patient was given oral baclofen, admitted to the hospital, and the pump was replaced. There was no csf (cerebrospinal fluid) backflow from the catheter, so the catheter was replaced as well. The patient status was reported as ¿alive - no injury/no adverse event¿. It was later reported that the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.